Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle loaded onto a syringe with unknown liquid was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported air leakage in needle and identified fracture, leak issues as a cracks were observed to the introducer needle hub. Upon the attempt to infuse water was noted leaking from the hub and aspiration of water into the syringe was attempted but was unsuccessful, only air was aspirated. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, when a syringe was connected to the introducer needle, air was allegedly aspirated. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that during preparation of a port placement procedure, when a syringe was connected to the introducer needle, air was allegedly aspirated. There was no patient contact.